Event description:
Post procedure x-rays at (B)(6) by dr. (B)(6). It had been identified that the secondary strut had detached from filter and embedded in vessel wall of pt. A stabilization strut was broken from the filter and is now wedged between the apex of the struts and the caval wall. There is also migration of 3 of the anchoring limbs through the wall of the vena cava. This occurrence was identified during post procedural CT scanning. The pts team have been informed regarding whether to attempt removal of the broken part of both hospitals, with consensus for CT surveillance rather than removal. Yes, section of the device remained inside the pt's body (total ivc filter and break away arm remains in situ). The pt did not require additional procedure due to this occurrence. (CT scan). The product did not cause or contribute to the need for additional procedures at this time. There was adverse effects on the pt due to this occurrence. The product did cause or contribute to the adverse effects. The adverse effects were that the pt was under anti-coagulated. He was admitted with saddle pulmonary emboli. It is not known if the filter problems are related to the pulmonary emboli.

Manufacturer narrative:
Patient information: unk as info was not provided by reporter. (B)(4). Based on the returned images we agree, that the filter moved downwards 4-5 cm after deployment of the secondary filterlegs and a secondary leg moved into a sidebranch. This stress situation gives a potential risk of fracture. Caudally migration is reported as a rare incident after filter placement. Though there are no indications, that the other filter legs penetrate the vena cava wall. The filter can be in a tenting situation. Based on a review of this clinical literature, we have concluded that vena cava filters distort the vessel lumen so that the anchoring points of the filter appear outside the blood flow visualized fluoroscopically. Moreover, this distortion or "tenting" is not unique to the celect filter. Tenting is a generic properly of this class of device. An article "before you place that filter, a guide to ivc filter placement and troubleshooting procedural challenges, endovascular today 2010 ((B)(4)) 55-68" suggesting percutaneous retrieval of filters with arm fracture or arm migration has been sent.